Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event of peritonitis. On the same day as onset, the patient began treatment for the peritonitis with vancomycin, 1 gm (every other day for a total of 3 weeks) ip (intraperitoneally). On an unknown date in the month post peritonitis onset, the antibiotic treatment was completed and the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(6). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(6).